Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the caller on troubleshooting steps, and the pump eventually turned on when plugged into a power source, displaying a welcome message. Customer was educated on battery best practices and was advised to monitor the system and resume insulin and cgm sessions, with the option to contact support again if the issue persists.